Event description:
Blood tubing was primed using a 250ml 0.9% normal saline bag. Normal saline bag was clamped off. Blood bag was spiked on other end of the y-tubing. Blood was primed through tubing. Clamp on the blood side of the y-tubing was left open. Pump setup to give 100ml prbc to infuse over 2 hours (50ml/hr). When two hours was up, it was noted that clamp on ns bag was less tight and 200ml ns had back flowed into blood bag. Pump said that 100 ml had infused. Blood bag was not empty. Only 50ml ns remained in ns bag. Mivf (main line IV fluids) put on hold for 4 hours blood/ns instructed to be given. Blood was infused (with ns) within the 4 hours of receiving blood from blood bank.this facility has had several similar events with this device. The manufacturer has been contacted. The cause of the problem is unknown. Staff using the device are experienced/trained/educated in using this equipment.